Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that the cause of death was massive coronary. The caller stated that the customer had several heart conditions, had a pacemaker, was on dialysis, and had infected sores on his legs. The customer's blood glucose at the time of death was above 500 mg/dl. The customer was not wearing the insulin pump at the time of death; the customer chose to remove it two hours prior to passing. The customer was not using sensors. The caller stated that they do not have the customer's insulin pump.